Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that both leads were exhibiting noise. Inappropriate hv therapy was delivered as a result of the noise. Both leads were capped.